Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) made a clicking sound and displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the reported complaint was due to a failed communication between the drive train motor and the processor board. The autopulse platform was manufactured in 2008 and is more than 11 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to displayed "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed occurrence of latch error 71 (motor drive train command issue) during the reported complaint date. Latch error 71 is a software logic related fault. A software glitch occurred, which resulted in failed communication between the drive train motor and the system processor board. The autopulse platform was connected to the autopulse vision software (ap vision 3) to reset the software and clear the error message. It is normal for the autopulse platform to make a clicking sound prior displaying system error. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During deployment for resuscitating a patient in cardiac arrest, upon powering on, the autopulse platform (sn (B)(4)) made a clicking sound and displayed "system error, out of service, revert to manual CPR" error message. The crew reverted to manual CPR and the manual CPR was performed for 30 to 45 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the hospital emergency room (ER). Per user, the patient's outcome was not related to the autopulse platform.